Event description:
It was reported that the user¿s dexcom g7 glucose readings disconnected from the ilet and the ilet displayed a prompt to start or pair a sensor; the user later identified an incorrect sensor pairing code had been entered and, after entering the correct code and restarting the ilet, successful pairing occurred. Symptoms included transient hyperglycemia with a maximum of 184 mg/dl for approximately 20 minutes without alerts for severe hyperglycemia, ketone testing, backup therapy, medical intervention, or assistance. Outcomes included no injury and no long-term health impact. Investigation included customer interview, device-guided troubleshooting, review of pairing workflow, and verification of the sensor code. Investigation of this case revealed user setup error related to an incorrect pairing code leading to a temporary loss of cgm data to the ilet, with the ilet bluetooth function reported as version 1.4.2 and functioning after restart and correct code entry. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.